Event description:
The following information was asserted by a physician consultant of the patient's lawyer who has never treated the patient. Gore currently does not have the translated medical records described by the physician consultant but is in the process of obtaining them and will supplement when it receives the records . It was reported to gore that the patient was hospitalized in (B)(6) 2007 with an accepted diagnosis of recurrent umbilical hernia. It was further reported that: on (B)(6) 2007, the patient underwent a laparoscopic surgery with vls graft material and viscerolysis where a 5cm large defect from the epigastric area, and another small defect in the umbilical area were identified. It was reported to gore that a gore® dualmesh® plus biomaterial was implanted centrally with respect to the wall defects, observing a minimum overlap of 5 cm. Titanium coils (protack) were used for the fixation of the device. The treatment was completed without any complications. It was reported to gore that [quotations are taken from the lawyer¿s consultant report and have not been confirmed in the medical records]: on (B)(6) 2007, the patient was discharged from the hospital with a final diagnosis of: ¿epigastric hernia because of the umbilical hernia graft material with an umbilical hernia recurrence and visceroparietal adhesions; obesity; hypertension.¿ it was further reported to gore that: at home the patient convalesced adequately and then gradually resumed the usual occupation. According to the report received by gore: after a while, however, the patient began to complain of recurrent abdominal pain associated with diarrhea with subsequent onset of fever accompanied by signs of acute abdominal peritonitis. It was reported to gore that for this reason, the patient was admitted from (B)(6) 2011 at the hospital. According to the report received by gore: during this time consistent clinical and diagnostic assessments documented the presence of septic peritoneal complications. It was reported to gore that: on (B)(6) 2011, a laparotomy procedure was performed for drainage of multiple abscesses, removal of the intraperitoneal graft material, ileal resection and ileocecal anastamosis as described in the surgical log [quotations are taken from the lawyer¿s consultant report and have not been confirmed in the medical records]: ¿supraumbilical pubic laparotomy. Presence of prolene mesh umbilically and double layer mesh in the peritoneum to which ileal loops and the omentum are adhered. One of these loops was fistulated into the mesh and communicating with the crude pelvic abscess (200 cc), which underwent bacteriological culturing. Two other abscesses are present in the right parietocolic space and between the ileal loops. Then, the abscesses were extensively drained, with detachment of adherent ileal loops in the pelvis. Complete resection of the intraperitoneal mesh in several places infected by purulent fluid. Resection of the mesh, adherent ilial loops (about 1 meter) and cecal appendix. Ileocecal l-l anastomosis in two layers. Peritoneal lavage. Paracolic drainage right and left. Mikulicz drain in the pelvis. In view of the severely septic peritoneum and the difficulty of dealing with the rectal fascia, the decision was made to do open treatment, closing with two double ventrofil sutures to the skin.¿ it was also reported to gore that: the subsequent hospital course was characterized also in relation to a small anastomotic ileal dehiscence and a post-operative hemoperitoneum by 6 surgical procedures where among others a re-laparotomy scheduled because of peritonitis with multiple abscesses, peritoneal lavage and debridement of adhesions, exploration of the peritoneal cavity implantation of biologic graft material, treatment of an extensive hematoma above and below the implanted biological graft material with consequent partial removal. It was reported to gore that: on (B)(6) 2011 the patient was discharged with the diagnosis of [quotations are taken from the lawyer¿s consultant report and have not been confirmed in the medical records]: ¿multiple intraperitoneal abscesses with an enteric fistula due to the past laparoplastic interventions using laparoscopy. Postoperative peritonitis secondary to small ileal anastomotic dehiscence. Postoperative hemoperitoneum.¿ it was also reported to gore that: in the time between (B)(6) 2011 and (B)(6) 2012 the patient was hospitalized for several treatments and indications. Current status: it was reported to gore that: subjectively, the patient is complaining of abdominal pain, diarrhea (5-6 bowel movements a day), profound weakness, discomfort due to the presence of coarse abdominal scarring, persistent draining of the enterocutaneous fistula. It was also reported to gore that: objectively, the patient is in fair general condition. [Quotations are taken from the lawyer¿s consultant report and have not been confirmed in the medical records] ¿abdomen round, tender, with diffuse pain on deep and superficial palpation. Multiple, coarse, irregular hyperchromatic iatrogenic sequelae of scarring, dystrophic, diastatic, dysesthetic, aesthetically very relevant, because of the supraumbilical-pubic laparotomy + ¿abdominal zipper" as well as previous trocar insertion; obvious deformity of the umbilicus; persistent draining of the paraumbilical enterocutaneous fistula.¿

Manufacturer narrative:
Previously it was reported to gore that: on (B)(6), 2011 a laparotomy procedure was performed for drainage of multiple abscesses, removal of the intraperitoneal graft material, ileal resection and ileocecal anastamosis. According to the provided clinical report, the laparotomy procedure was performed on (B)(6), 2011.

Event description:
It was reported to gore that: on (B)(6), 2011 a laparotomy procedure was performed for drainage of multiple abscesses, removal of the intraperitoneal graft material, ileal resection and ileocecal anastamosis

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: it was reported to gore through a report of an expert witness hired by the patient that an alleged defective dual mesh was implanted in 2007. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records translated into english from italian and are as follows: records prior to (B)(6) 2007 were not provided. Medical records dated (B)(6) 2007 indicate the patient was admitted for a recurrent umbilical hernia. Diagnoses are indicated as ¿incisional epigastric hernia [illegible] prosthesis outcomes for umbilical hernia with recurrent umbilical hernia and [illegible] ¿ parietal; [illegible]; obesity.¿ records for the original umbilical hernia procedure were not provided. There are no records showing that a gore device was used in the original umbilical hernia procedure. Operative records dated (B)(6) 2007 indicate the patient underwent ¿hernia repair by incision and with prosthesis, laparoscopy, and laparoscopic lysis of peritoneal adhesions.¿ diagnoses are noted as ¿post-surgical incisional hernia, without mention of obstruction or gangrene¿ and ¿umbelical hernia, without mention of obstruction or gangrene.¿ the majority of the handwritten operative records were unable to be translated; however, the records note that multiple defects were noted during the procedure. The records confirm a gore dualmesh® plus biomaterial device was used for the hernia repair. Records after (B)(6) 2007 and before (B)(6) 2011 were not provided. Medical records dated (B)(6) 2011 indicate the patient was admitted for ¿reported abdominal pain by a week¿ and ¿suspected acute enteritis.¿ diagnoses are noted as ¿intraperitoneal abscess [illegible] with [illegible] of previous laparoscopic procedures performed laparoscopically. [Illegible] postoperative [illegible].¿ medical records dated (B)(6) 2011 state a transvaginal pelvic ultrasound was performed, showing ¿abscesses on both sides of dimensions within normal limits and regular echotexture.¿ medical records dated (B)(6) 2011 indicate: ¿for about 10 days, appearance of recurrent abdominal pains and alternate bowel movements with episodes of diarrhea, without blood in the stools, patient denies fever and vomiting. Treated at home with antispasmodics. Three days ago, accomplishment of the clinical picture and restart of nourishment. Yesterday, sudden onset of new abdominal pains, with similar characteristics, cramp-like, diffuse, with diarrheal bowel movements (1 episode) without blood. The patient arrives in ed, performs blood tests; abdominal x-ray with evidence of a single air level at the center of the abdomen; abdomen ultrasound not diriment (without hydronephrosis and dilation of bile ducts, hypochondriac organs not navigable)¿¿ past medical history is noted as cholecystectomy, intervention for abdominal wall hernia, and previous surgery for umbilical hernia. A CT report of the abdomen dated (B)(6) 2011 indicates: ¿no evidence of suspicious focal lesions at the abdominal parenchymous organs. We report some renal cysts, the biggest is at the anterior margin of the left kidney and about 75 mm big. No accumulation of fluid in the peritoneal cavity; liquid distension of a small bowel loop into the pelvis. Metallic prosthesis for repair of incisional hernia in the periumbilical region with imbibition of the neighboring adipose tissue.¿ an abdominal ultrasound report dated (B)(6) 2011 indicates: ¿no free accumulation of fluid in the peritoneal cavity. No utero-adnexal expansions. In the pelvic cavity, a markedly distended small bowel loop, without peristalsis is still visible.¿ operative records dated (B)(6) 2011 indicate the patient underwent ¿¿drainage of multiple endoabdominal and pelvic abscesses. Complete resection of the intraperitoneal meshes and of the fistulized ileal loop. Latero-lateral leocecal anastomosis. Treatment by open abdomen.¿ an abridged diagnosis is noted as ¿intestinal obstruction due to pelvic abscess and fistulization of ileal loop to prosthetic intraperitoneal mesh.¿ the records state: ¿sovraombelico-pubic laparotomy. Presence of a prolene mesh at the navel level and of a double-layer mesh at the peritoneal level, with ileal bundles and omentum adhering to it, one ilieal loop is fistulizated to the mesh and communicates with a large pelvic abscess (200 cc), of which we take a sample for bacteriological analysis. Two more abscesses are present in the right parietocolic gutter and between the ilieal loops. We perform a substantial drainage of the abscesses, and we detach the ileal loops that are adherent in the pelvis. Complete resection of the intraperitoneal mesh infected in several parts with presence of pus-like liquid. Resection en bloc of the mesh together with the ileal loops adherent to it. Peritoneal lavage. Drainage of the right and left paracolic gutters. Mikulicz drainage in the pelvis. Considering the serious septic conditions at the peritoneum and considering that it is difficult to bring the rectus sheaths together, we decide to use an open abdomen approach and we close with two double plaques of ventrophil secured to the skin.¿ operative records dated (B)(6) 2011 state the patient underwent ¿planned repeated laparotomy after peritonitis with multiple abscesses. Opening of the cutaneous suture with ventrofil. Intestinal loups are of normal colour, without edema: douches and cavities between the loups are explored without detecting any purulent liquid. Hemostasis of a profuse parenchymal hemorrhage at the right wall with floseal. Ileocecal anastomosi has been checked, its blood supply is good and there are no leakages. Peritoneal lavage and closure with plaques of ventrophil.¿ operative records dated (B)(6) 2011 indicate the patient underwent ¿open abdomen, peritoneal lavage¿ for ¿peritonitis with multiple abscesses.¿ the records state: ¿opening of the plaques of ventrofil, peritoneal lavage and debridement of the adhesions. No purulent material. Closure of the cutaneous plaques.¿ operative records dated (B)(6) 2011 indicate: ¿open abdomen, peritoneal lavage. Double layer suture of the anastomosis due to partial dehiscence.¿ an abridged diagnosis is noted as ¿peritonitis with multiple abscesses.¿ the records state: ¿opening of the cutaneous plaques. Presence in the drainage of green material-intestinal. We review the anastomosis and detect a small solution of continuity at the ileal stump. Double layer suture with 4 stitches in safil and affixing of omentum. Peritoneal lavage. Closure of the cutaneous plaques.¿ a pathology report dated (B)(6) 2011 indicates three specimens (¿a) ileum b) resection margins c) appendix) were analyzed. The report states: ¿diagnostic query: intestinal occlusion and peritonitis due to adhesion of ileum to laparoplastic prosthesis.¿ ¿diagnosis: a-b) sections of small bowel with, at the muscular tunica propia, subserous membrane and serous membrane, severe chronic giant-cell granulomatous inflammation due to foreign body (amorphous refracting material), exacerbated and hemorrhagic. Mucosa without histologic abnormalities. C) cecal appendix with chronic giant-cell granulomatous peritonitis and perivisceritis due to foreign body, exacerbated, purulent.¿ operative records dated (B)(6) 2011 indicate the patient underwent ¿reopening of recent laparotomy and lavage¿ for ¿peritonitis, open abdomen.¿ operative records dated (B)(6) 2011 indicate the patient underwent ¿repair of other hernia of the anterior abdominal wall with prosthesis¿ and ¿reopening of recent laparotomy.¿ the records state: ¿reopening of the abdominal wound. Exploration of the peritoneal cavity. Anastomosis continent, no purulent fluids. Decision made to close the abdomen with porcine biological prosthesis measuring 28x18 cm positioned in contact with the intestinal bundle and fixed with stitches that are partially reabsorbing behind the posterior fascia of the rectum. Impossible to suture the rectum directly; positioning of another two aspiration drainages above the sub-cutaneous level. Closure of the skin and sub-cutaneous level with the stitches detached.¿ the (B)(6) 2011 records confirm a non-gore device was used during the procedure. Medical records dated (B)(6) 2011 state: ¿hemorrhagic shock in recent surgery for laparocele [illegible].¿ operative records dated (B)(6) 2011 indicate: ¿urgent laparotomy. Above and below the prosthesis, presence of vast haematoma and bright red blood, which are evacuated. Partial removal of the biological prosthesis. A systematic research was carried out for the source of the bleeding, which was identified in vessels of the right rectum muscle wall which were lacerated and a small artery in the right iliac fossa, multiple sutures and positioning of haemostatic swabs. At the end, no other active sources were seen. Re-synthesis of the prosthesis to the muscle walls of the rectum. Two subcutaneous drainages and a one on the right-side of the abdomen. Skin with detached stitches.¿ clinical course summary records dated (B)(6) 2011 provide the following past medical history: ¿5 years ago 2 laparocele surgeries with placement of 2 meshes.¿ operative records for the first hernia repair were not provided. Records dated (B)(6) 2011 state: ¿the patient returned to the ward from the intensive care unit where she was admitted on (B)(6) after an urgent surgery for ¿hemoperitoneum in recent surgery with positioning of an organix parietal implant¿¿ a clinical report dated (B)(6) 2011 indicates: ¿the patient is admitted¿due to repeated episodes of abdominal pain associated to a diarrhoic alvus. The medical history highlights two laparoscopic interventions, about two years before, with positioning of two intraperitoneal prostheses due to abdominal hernias. These two interventions were done at another hospital. Following worsening of the clinical picture, with the occurrence of fever and signs of ¿perionitic acute abdomen¿, the patient was transferred to surgery ward to undergo appropriate treatment.¿ diagnoses are noted as ¿multiple intraperitoneal abscesses with enteric fistula due to previous laparoscopic plastic surgeries. Post-operative peritonitis secondary to a small ileal anastomotic dehiscence. Post-operative hemoperitoneum.¿ the records indicate the following surgeries were performed: ¿on (B)(6), the following interventions were performed: laparotomy, drainage of multiple abscesses; removal of intraperitoneal prostheses; ileal resection; and ileocecal anastomosis. Subsequently , six surgeries have been performed ¿ namely on (B)(6) ¿ for an open treatment and plastic surgery of the anterior abdominal wall with a porcine biological mesh: permacol ¿ porcine collagen.¿ ¿prolonged course because of hospitalization in the resuscitation ward due to septicemia, multiple surgeries, and therapy with associations of antibiotics.¿ ¿conclusions: ¿a peritonitis is detected with multiple abscesses and ileal lesions due to pressure ulcers of prostheses [coded 2203] of the abdominal wall. She is now discharged after a prolonged course¿¿ medical records after (B)(6) 2011 were not provided. Additionally, records indicating the patient¿s current condition were not provided. All available information has been placed on file for use in tracking, trending and follow-up. Communication with the complainant is being handled outside of product surveillance. It should be noted that the gore dualmesh plus biomaterial instructions for use mentions the following warnings, among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
Operative records dated (B)(6) 2011 indicate the patient underwent "drainage of multiple endoabdominal and pelvic abscesses. Complete resection of the intraperitoneal meshes and of the fistulized ileal loop. Latero-lateral leocecal anastomosis. Treatment by open abdomen."&#62282;

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The instructions for use for gore® dualmesh® plus biomaterial state the following: recommended techniques - maintaining asepsis: to help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the device. Warnings: as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device. Adverse reactions: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.